Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the sheath was being removed as a purse string suture was being cinched down. The sheath severed at the insertion site and half was left in the patient. The physician was able to recover the fragment via small surgical cut down.

Manufacturer narrative:
The suspect device was returned for evaluation and visually examined. The complaint is confirmed. The root cause is unknown. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.